Event description:
Customer reported a leak when using the coulter lh 780 hematology analyzer. The leak was identified during troubleshooting the analyzer. The wbc (white blood cell) and hemoglobin test results were out of range high for the quality control samples (5c cell controls). The customer reported a contained leak was observed around the cbc (complete blood count) lyse pump pm7. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing a lab coat, eye protection, and gloves at the time of the incident. There was no report of biohazard exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found worn tubing at pinch valve vl3 causing the lyse reagent leak. The fse replaced the worn pinch valve tubing to resolve the leak. The lyse reagent was primed and no further leakage was observed and the system was verified. (B)(4).